Event description:
The customer reported that the device failed to work. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device failed to work. There was no report of pt involvement. The unit was evaluated at the philips repair bench. The reported failure could not be recreated. Based on the customer's words we will consider this a failure. We can not determine the cause at the reported failure could not be recreated.